Event description:
During the implantation, the glenosphere could not be impacted into the metaglene fracturing patient bone. The glenoid was grafted.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.